Event description:
The foley catheter temperature cable that runs internally through the catheter was bunched up and poking through the catheter tubing. There was an area of the pt's dry flo pad that was saturated with urine and likely was from the leaking foley catheter. The catheter was replaced and no leaking was noticed after that. FDA safety report ID# (B)(4).